Event description:
It was reported that the implantable pacing lead had increasing pacing thresholds. Gradually this increased over time to a complete loss of capture. The lead remains implanted but was electrically abandoned. It was noted that the patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).